Event description:
The pt underwent ptca with taxus stent to the rca. The taxus stent was not deployed; instead it was removed from the catheter during the procedure. During removal, the stent itself became lodged within the rotating hemostatic valve. This did not harm the pt or interfere with the procedure.